Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 12/21/2020. [Additional event information]: the healthcare professional reported that during an emergent coil embolization procedure targeting a hemorrhage, the concomitant sl-10® microcatheter (stryker) was inserted and delivered to the target lesion then coil embolization was started. The 4mm x 15cm deltafill 18 coil (dlf180415 / l15015) was used but it could not be inserted into the concomitant microcatheter. The complaint coil was removed from the patient and the physician confirmed that the coil had become unraveled. The complaint coil was replaced with another coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Additional information was received indicating that there was no blood flow restriction / reduction as a result of the reported event. The event did not result in a clinically significant delay in the procedure. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 11/6/2020. Additional information was received that indicated the complaint product is no longer available to be returned. [Conclusion]: the healthcare professional reported that during an emergent coil embolization procedure targeting a hemorrhage, the concomitant sl-10® microcatheter (stryker) was inserted and delivered to the target lesion then coil embolization was started. The 4mm x 15cm deltafill 18 coil (dlf180415 / l15015) was used but it could not be inserted into the concomitant microcatheter. The complaint coil was removed from the patient and the physician confirmed that the coil had become unraveled. The complaint coil was replaced with another coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l15015) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil unraveling / stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 15cm deltafill 18 coil left the manufacturing facility with the embolic coil in the unraveled state as documented in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l15015) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergent coil embolization procedure targeting a hemorrhage, the concomitant sl-10® microcatheter (stryker) was inserted and delivered to the target lesion then coil embolization was started. The 4mm x 15cm deltafill 18 coil (dlf180415 / l15015) was used but it could not be inserted into the concomitant microcatheter. The complaint coil was removed from the patient and the physician confirmed that the coil had become unraveled. The complaint coil was replaced with another coil and the procedure was successfully completed. There was no report of any patient adverse event or complication.